Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive actions (CAPA) reviews for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted because the product was not returned and the part number and lot number were not reported. The patient effects of hematoma, pseudoaneurysm, thrombosis, and ischemia are listed in the prostar instructions for use (eifu), as potential adverse events of use of the device. Fatigue or pain are common effects as associated with an interventional procedure, and are often seen in patients with coronary artery disease and is associated with many other medical conditions. It was reported that the device was used in the axillary artery. It should be noted the prostar instruction for use (IFU) states: the prostar xl percutaneous vascular surgical (prostar xl pvs) device is designed to deliver polyester suture(s) to close femoral artery puncture sites. In this case, it is unknown if the reported violation of the IFU caused the reported difficulties. Based on the information reported through the research article, a definitive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The cause of the difficulties cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
B3: date of event is estimated. H6: medical device problem code 1494 incorrect anatomy. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional two devices referenced in b5 are filed under separate medwatch report numbers. Attachment: article titled, "vascular closure devices for axillary artery access: a systematic review and meta-analysis.¿

Event description:
This was reported thru a literature review. It was reported that this was a study evaluating the technical success and complication rates of vascular closure devices (vcds) in the axillary artery. Multiple vascular closure devices were discussed, including proglide, prostar xl, starclose devices. The complications specifically for these devices included: hematoma, artery stenosis or occlusion, infection, thrombosis, dissection, pseudoaneurysm, limb ischemia, local neurological complications and technical success rate (failure to achieve hemostasis), this would require an additional method to achieve hemostasis. The study concluded that off-label use of vcds in the axillary artery provides an 85% successful closure rate and variable complication rate, depending on the primary procedure and sheath size. Larger sheaths were associated with a lower technical success and greater rate of access-related complications. Additionally, the study concluded that in general, patients benefit from hemostasis by means of vascular closure devices depending on sheath size and access site. Specific patient information is documented as unknown. Details are listed in the article, titled "vascular closure devices for axillary artery access: a systematic review and meta-analysis.¿